Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced right heart failure. The patient was admitted with respiratory failure and pulmonary edema. The patient was intubated and started on norepinephrine. The patient had increased lactate dehydrogenase (ldh). A right heart catheterization showed an increase in right heart pressures and a decrease in oxygen levels. The patient was given broad spectrum antibiotics. Left ventricular assist device (lvad) interrogation did not reveal and significant findings. The patient was also treated with inotropes. The issue was reported to have been resolved.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported right heart failure, respiratory failure and elevated ldh could not conclusively be established through this evaluation. Additionally, although the account did not report for infection, the patient was given antibiotics. A specific cause could not be determined. The submitted system controller event log file contained data from 29apr2019 through 01may2019. 101 pi events were observed throughout the file. A specific cause for this observation could not be conclusively determined through this evaluation. However, the account communicated that the patient was known to have pi events. The log file also captured several power cable disconnect alarms in the file, which appeared to be associated with the patient routinely changing power sources. No atypical alarms were observed within the file. The pump remained at or above the low speed limit for the duration of the file and appeared to function as intended. It was reported that the patient experienced right heart failure on (B)(6) 2019. The patient was admitted with respiratory failure with chest x-rays showing diffuse pulmonary edema. The patient was intubated and was started on medication for blood pressure support. The patient was transferred to another hospital and on admission, the patient¿s ldh was 1100. The account communicated that the cause was unclear. An aicd and lvad interrogation did not show significant findings. A computed tomography (CT) angiography (angiogram) of the patient¿s chest showed no evidence of outflow obstruction. A transthoracic echocardiogram (tte) showed a closed aortic valve (av), no significant mitral regurgitation (mr), midline septum and laminar inflow cannula velocities. The patient underwent a left heart catheterization (lch) which showed normal coronaries. A right heart catheterization (rhc) showed an elevated right atrial pressure, an elevated mean pulmonary artery and a decrease in oxygen levels. The patient was given broad spectrum antibiotics. The patient was diuresed and extubated prior to transferring to another hospital. On arrival, the patient was afebrile and in no distress. Another rhc was performed. An lvad interrogation also showed numerous pi events. In addition, the patient¿s right heart failure was treated with inotropes and the event was reportedly resolved by (B)(6) 2019. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until 20jul2019, when the patient received a transplant. The heartmate 3 lvas IFU lists right heart failure, respiratory failure, hemolysis and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This document also provides information regarding anticoagulation, including recommended inr values. The IFU further explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. This document also states that there are no audible alarms with a pi event and explains that pump performance is sensitive to changes in systemic vascular and left ventricular filling. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.